Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event after eating without announcing the meal to the device, consistent with a use-related issue; no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem, characterized as improper or incorrect procedure or method, with the user interface noted as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.